Event description:
According to the reporter, when passing the needle through the tissue during an open coronary artery bypass procedure, the device needle broke. A new suture was used to complete the procedure with no issues. The patient status is alive with no injury.